Event description:
A non healthcare professional reported that, after the intraocular lens implantation surgery, the physician noticed nick in the lens. Hence the lens was removed and replaced in the same procedure. Additional information has been received stating that the procedure was completed on the same day and there was no patient harm.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One half of the lens was retuned. No damage is observed to the optic portion of the retuned lens except for where it was cut form the other half. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file did not indicate what viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. Only half of the lens was returned. The reported nick on the optic was not observed. Company foldable intraocular lens (iols) are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).